Manufacturer narrative:
The pt remains on lvad support with the replacement pump. The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 1.5¿ from the pump housing and the severed portion of the driveline was not returned. The sealed inflow conduit was returned attached to the outflow elbow. The sealed outflow graft and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump outlet port. Prior to disassembly, both the proximal-side of the inlet stator and the distal-side of the outlet stator revealed no evidence of depositions in the pump. Upon disassembly of the returned pump visual examination revealed that the pump¿s blood-contacting surfaces were free of deposition. It was reported that upon explant, a clot could be seen within the pump¿s inflow; however, no photos of the clot were available and the clot was rinsed out of the pump prior to being returned. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no abnormalities were found. The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that during implant and after coronary artery bypass graft surgery (CABG), "it appeared that the initial aortic anastomosis site was unfavorable and the graft looked to be collapsed." It was decided to extend the graft with some add'l graft and give anastomosis some add'l space. The outflow graft was clamped off and a piece of the graft was anastomosed end-end to the graft and end-side to the aorta. This was done while the pt was off of cardiopulmonary bypass (cpb) and protamine and other coagulant factors were administered. After the pump was restarted, the pt had a very low pulsatility index (pi), the aortic valve opened with every beat and a very high pulse pressure of approx 40mmhg was observed. The pump flow was indicated at ~51pm. Changes in the pump speed did not lead to proper unloading; therefore, the pump was exchanged. After removal of the pump, it was reported that there was a clot in the inflow of the device; however, it was also reported that the perfusionist had rinsed the pump after implant and some of the clot came out of the device.